Event description:
Customer reported cracks on the case of the insulin pump. Customer stated that the insulin pump fell on the floor. Customer also mentioned light scratches on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, and cracked battery tube threads.